Manufacturer narrative:
Continuation of d10: product ID a820 lot # serial # unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was reported that the patient stated they were having trouble with connecting to the pump to request a bolus. Patient stated at least once a week they were getting an error message on the handset that the application was restarting due to a system error service code 156 since at least a year ago patient added that the connection when requesting a bolus was stalling out between 85 and 90%. Agent walked patient through clearing the data from the handset device to help with the connection process. Patient was able to connect to the pump with out issue or lag time. The troubleshooting steps that were taken on the call resolved the issue.